Event description:
As reported, the balloon of an unknown mynxgrip vascular closure device (vcd) burst without there being any calcification in the vessel. Closure could not be applied. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of an unknown mynxgrip vascular closure device (vcd) burst without there being any calcification in the vessel. Closure could not be applied. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation. The device was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿balloon balloon loss of pressure¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.